Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1802 cyst(s) / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. On an unspecified date following sensor insertion, the patient experienced a skin reaction at the insertion site, described as redness, infection, and a large, hard, reddened lump beneath the entire patch area. On (B)(6) 2026, the patient noted a prominent hard, reddish lump on the back of the arm, along with signs of infection at the sensor insertion site. The patient initially expected the condition to resolve without intervention; however, due to persistence of symptoms, he presented to an urgent care facility on (B)(6) 2026. An x-ray was performed to evaluate for the presence of retained sensor wire; no foreign body was identified. No additional diagnostic testing was conducted. The patient was prescribed oral cephalexin to be taken three times daily for seven days and initiated treatment on (B)(6) 2026. At follow-up, the patient reported that the lump had decreased in size to approximately that of a quarter and had stabilized, though it had developed into a cyst. The patient indicated that surgical intervention may be considered depending on progression. On (B)(6) 2026, the patient was evaluated by a dermatologist, who administered a cortisone injection directly into the cyst. The patient was advised to return for re-evaluation by (B)(6) 2026, to determine whether surgical management would be necessary. Photographs associated with the complaint were reviewed and demonstrated localized inflammation with a flaky rim of desquamation. There was no evidence of scarring or systemic involvement, and no additional diagnostic testing was reported. At the time of reporting, the patient¿s condition was fine. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.